Event description:
It was reported that, during testing of a 980 ventilator a diagnostic message of safety valve open was generated. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed